Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated to reflect.

Event description:
It was reported that the altrix device cannot cool. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the altrix device cannot cool. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.